Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the procedure, the lead would not advance into the target vessel. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.